Event description:
It was reported that during testing the drill bit broke off inside of the attachment. There was no associated procedure or patient involvement in this event.

Event description:
It was reported that during testing the drill bit broke off inside of the attachment. There was no associated procedure or patient involvement in this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.